Event description:
At first everything seemed ok. Then about 2 months after getting essure, I began getting horrible headaches, extreme fatigue, and mood swings, horrible cramping which I never had before, periods passing huge clots. About 6 months after I began drastically losing weight to the point I weighed (B)(6). As a mother of 5 children this is not acceptable. I went to dr after dr after dr, had vitamin deficiency tests, tests for leukemia, etc...they could find no reason for the extreme weight loss. My hair began to fall out, my immune system was low. I was hospitalized in (B)(6) 2014 for lack of kidney function. I became extremely anemic. Developed adenomyosis and endometriosis, extreme back pain, complete loss of energy. Again the doctors could find no reason for all of this. Finally I had no choice other than a hysterectomy with complete tube removal including the essure on (B)(6) 2014. Most of my symptoms have begun to go away and since the essure removal I have begun to gain weight. (B)(4).